Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (b)(4, description: linear 3-6 lead, 50cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be repositioned deeper for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent leads revision procedure as the leads in the occipital region were too shallow and uncomfortable to the patient. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be repositioned deeper for an unknown reason.